Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after following these instructions, the customer successfully started a new sensor session, resolving the issue without further errors.